Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was observed to be depleting rapidly. There was no reported adverse impact to the customer's blood glucose. When contacted by tandem customer technical support (cts), the customer declined to troubleshoot and indicated that cts would be contacted at a later time to perform troubleshooting. The customer did not contact cts regarding the reported issue.